Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for scheduled generator change. During the procedure, it was noted that the chronic atrial lead could not be connected to the device. The set screw was located beside the actual lead port. The device was not used. A new device was used with the same lead and the procedure was successfully completed. The patient was in a stable condition.

Manufacturer narrative:
The reported event of the inability to tighten the atrial set screw could not be confirmed. A torque driver was able to engage all set screws normally, and all set screws were able to secure and release test leads normally.